Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of white septum in the syringe. No reported adverse impact to the customer's blood glucose. Customer changed the needle and cartridge to resolve the issue